Event description:
According to the rptr, dr performed craniotomy surgery for a tumor in a child. The pt developed an infection 24 hrs post-op. Pt was treated with antibiotics and recovered from the infection.

Manufacturer narrative:
Pt was treated with antibiotics and recovered from the infection. Bench top testing has shown that duraseal does not support microbial growth.